Event description:
It was reported by service report that the retaining post is missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.